Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a display anomaly. She explained that the customer fell and hit the insulin pump against the floor and the lcd screen has a black splotch like broken glass. The blood glucose at the time of the incident was 152 mg/dl. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The device was received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked/bleeding lcd glass. The device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.